Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited vvi mode and dashes (---) for several parameters. The battery data measured at 2.41v, 16ua and 7 kohms. The previous follow-up revealed ddd mode and battery data at 2.75v, 19ua and 1 kohms. Attempts to program were unsuccessful. Therefore, the device was replaced.